Event description:
This rv lead was implanted on (B)(6) 1997 and remains implanted at this time. A call was placed to technical services on (B)(6) 2016 stating that the lead required a repair due to slight insulation degradation beyond connector pin. The physician was dr. (B)(6) at (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).